Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in the emergency room due to bradycardia and low blood pressure. In addition, boston scientific technical services consultant reviewed the consult data and noted a high threshold measurement and the device was set to high outputs. Subsequently, this rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.